Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus premier ous mr 28 x 3.50mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Damage was noted across the entire stent; stent struts were distorted and lifted slightly, both proximal and distal end struts were flared outwards. The balloon cone wings were folded and were not subjected to positive pressure. The distal balloon cone was slightly distorted by the stent damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found an inner shaft polymer extrusion kink 8mm proximal of device distal tip. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found that there was damage to the tip. No other issues were identified during the product analysis. As the stent was damaged the crimped stent profile could not be measured, the crimp stent manufacturing data of the complaint device was reviewed. The review showed that the stent crimp force, the crimp temperature and the maximum crimped stent profile for the device were all within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-feb-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the left radial artery. The 90% stenosed, 26-28mm x 3.25-3.5mm, eccentric, de novo target lesion with significant lesion bend of <=45 was located in the moderately tortuous and mildly calcified proximal to mid left anterior descending (lad) artery. A 28 x 3.50 promus premier¿ drug eluting stent was advanced to treat the target lesion; however, after several attempts the device still failed to cross. For safety considerations, the device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.